Event description:
The customer called to report that pt has had three events of hypoglycemia and passed out on two of them. Pt fell and broke their leg the first time. Normal insulin dosages were taken before each event. The last event their neighbor checked their glucose when pt felt low and the neighbor's meter read 50 mg/dl. Two hours prior their device read 182 mg/dl and pt took their normal amount of insulin and ate lunch. Their neighbor gave pt orange juice to drink. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.